Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this procedure; please see all reports associated with this event: 0001822565-2022-01887, 0001822565-2022-01889, 0001822565-2022-01890 ,0001822565-2022-01891.

Event description:
It was reported during knee arthroplasty, one (1) femoral impactor was identified to be fractured and four (4) articular surface provisional shims were identified to be disassembled. No adverse events were reported as a result of these malfunctions.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products shows sign of use. Ball bearing in all the shims were disassembled/missing. Review of the device history record identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. This device is confirmed to have been a part of a previous CAPA investigation. Field actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The complaint is confirmed. The root cause is considered to be a previously addressed design issue. A CAPA was previously initiated to address the issue reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.